Event description:
During insertion the rn had the guidewire inserted about a third of the way when she could not get it to go any further. Rn attempted to pull the wire back through the needle, which caused the wire to break. The wire did not embolize, but stayed in the patient's arm. The rn was able to manipulate the wire enough to remove it.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for evaluation.